Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 3055375. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their hemogard cap attached, and no issues were observed relating to loose cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with the bd preset¿ arterial blood collection syringe, the safety shield failed. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: on (B)(6), 2023, the nurse followed the doctor's instructions to collect blood from the patient for blood gas analysis. After the collection was completed, the needle was removed, and the blood collection device was connected to the cock. She found that the cock could not be tightened and could not isolate the air. She immediately replaced it with a new cock and tightened it before sending it for inspection.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd preset¿ arterial blood collection syringe, the safety shield failed. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2023, the nurse followed the doctor's instructions to collect blood from the patient for blood gas analysis. After the collection was completed, the needle was removed, and the blood collection device was connected to the cock. She found that the cock could not be tightened and could not isolate the air. She immediately replaced it with a new cock and tightened it before sending it for inspection.